Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in shock lead impedance (sli) measurements and currently are high, out-of-range measuring 142 ohms. Technical services discussed troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.